Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in and/or reoperation: the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent unspecified breast augmentation with a mentor memorygel, 350cc silicon breast implant experienced bilateral rupture post procedure. An MRI examination confirmed the issue. As a result, patient underwent bilateral replacements as follow: r/ cat#: 3504754bc, sn#: (B)(4), l/ cat#: 3504754bc, sn#: (B)(4) on (B)(6) 2021. This report relates to the left prosthesis.